Event description:
Patient reported they provided a bite video. After review of video it was determined the patient has an anterior open bite. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.